Event description:
Purchased two "flowflex" antigen covid home tests, under brand name acon from (B)(6) on (B)(6) 2021. Carefully followed the instructions to take one a couple hours later and it came back positive. Took the second about one hour later and it also came back positive. This came as a surprise as I had no symptoms, no contact with anyone who had tested positive, was extremely isolated and wore a mask in public for the two weeks prior. The following morning I went to a testing site to receive an abbot binaxnow rapid test, which returned negative, then took another abbot binaxnow rapid test at home an hour later, which also returned negative. Last, I went to a test site in (B)(6) operated by (B)(6) a couple hours later and received a lamp test, which returned negative the following day. Thus, I believe these two flowflex / acon tests were faulty, returning false positives. In the following two weeks I have not developed any symptoms, and I have tested negative once more on a abbot binaxnow test on (B)(6) 2021. The lot number for both flowflex tests is cov1100069, with an expiration date of 10/21/2022. I have retained both binaxnow tests and packaging, and have photos/emails to verify the other negative rapid/lamp tests, so please let me know if you need more information. Test 1 taken at home approx 5pm, test 2 taken at home approx 6pm. FDA safety report ID#:(B)(4).